Event description:
The ICD involved in this MDR report was implanted on (B) (6) 2009. During scheduled follow-up performed on (B) (6) 2010, the physician observed that the right ventricular coil continuity measurements curve displayed phases of abnormal and open continuity (between (B) (6) 2010 and (B) (6) 2010). However, the overview screen did not display any related warning message upon interrogation, as expected by the physician. A revision of the defibrillation system was performed, and the related setscrew (rv coil - df-1) was found loose. The lead was then properly re-connected, solving the issue. ICD and leads were kept implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.